Event description:
A facility reported that a regular failed to deliver gas into the syringe. An alternative procedure was performed. The regulator that malfunctioned was the "old style" (dual dial gauge) which was out of warranty and had been discontinued for several yrs. The event date was not provided. No pt identifiers were provided. The pt's outcome was good.

Manufacturer narrative:
The device was not returned for evaluation. The facility did not provide a lot number or any identification traceable to the mfg process. It was reported by the facility that the regulator used in this case was the "old style" (dual dial gauge) which was out of warranty and had been discontinued several yrs ago. This report mailed into the FDA on: (B)(4) 2010.